Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) stopped compression and was making a "popping" noise was not confirmed in the archive data and during functional testing. The autopulse platform worked as intended. The customer reported complaint of the lcd screen was unreadable was confirmed during the visual inspection. The root cause for the reported issue was a defective lcd, likely caused by a defective component. Visual inspection was performed, and no physical damage was observed. However, the lcd screen was blank and unreadable, thus confirming the customer's reported complaint. The lcd screen was replaced to remedy the fault. The archive data review showed no significant discrepancies or errors. The autopulse platform passed the initial functional testing without any fault or error. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (B)(4) stopped compressions. The platform was making a "popping" noise and the lcd screen was unreadable. Per the reporter, there was no issue with the lifeband. It was reported that the platform surface might be exposed to some bodily fluids from the patient. The crew switched to manual CPR. No consequences or impact to the patient.